Manufacturer narrative:
Date of event (amputation) month and day unknown, year 2006. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. Anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The peripheral cutting balloon was used to dilate the lesion. The lesion was de novo. The location was in the left popliteal artery with a reference diameter was 5.5mm. The lesion morphology was concentric. The target vessel was non-tortuous without calcification. The target lesion length was 18mm and was 80% stenosed. Post-procedure, stenosis at the target lesion was 0%. The patient experience pain during the procedure. The target lesion was reported as patent throughout the one year follow up period and no additional intervention in the target vessel or other vessels was reported. The patient had a twelve-month follow up visit in (B) (6) of 2006. At the follow up visit it was documented that the patient had undergone amputation of a necrosed toe at an unknown date. No additional information provided.